Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked keypad connector. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.(B)(4)

Event description:
The customer reported via telephone call that the insulin pump act key became unresponsive. The blood glucose reading was 145 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.